Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that upon turning the unit on the color output is not white. It was further reported that the unit displayed an e-2 error message.